Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that drive support cap was slightly indented. Blood glucose was unknown. She inserted the reservoir and customer stated insulin was squirting everywhere. The piston was not completely rewinding. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime anomaly noted. Drive support cap was inspected and no anomaly was noted. (B)(4).